Event description:
It was reported that during a video assisted thoracic surgery right upper lobectomy procedure, at the first firing, the device was used for the pulmonary vein. After that, two white cartridges were loaded into the device and fired at the second and the third firing. At the fourth firing, the complained blue cartridge was loaded into the device and fired for the bronchial tubes as the closing was no problem. When the release button was pushed, the click sound which would be heard when the device was released properly was heard and the firing trigger and the closing lever returned to each home position. However, the jaw was closing. The doctor found endoscopically that the articulation joint was detached. As it was difficult to release the device, the small incision was broadened out from 4 cm to 7 cm. The jaw was opened by pulling the closing tube with a pean forceps. The staples were formed properly and there was no problem at the leak test. Reinforcement material was not used. There were no adverse consequences to the patient. The doctor commented that the tissue had not been hard.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Crimp assembly the analysis showed that the (B)(4) instrument was received with the anvil closed and the closure ring extended from the flex neck due to an insufficient closure ring crimp. No cartridge reload was received for analysis. No functional test could be performed due to the condition of the device. No conclusion could be reached on why the closure ring crimp was insufficient. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).